Manufacturer narrative:
Philips has investigated this complaint. A proactive monitoring alert indicated that the fluoro storage is not possible and several alert were subsequently logged, after the few alert the philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Fse replaced the ippc, hdds and reloaded the ippc software. Also fse rebuilt the image store and ghost was created. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an image disk storage problem. No harm has been reported to philips.